Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the staple reload was loaded correctly and the device showed the cycle was complete. The staple reload was placed onto tissue, and when the user attempted to close down, the device began attempting to recalibrate. The reload was successfully taken off the tissue and taken to the back table. The reload, adaptor and handle were taken apart and put back together. The battery was checked and the device displayed it was calibrated; however, the reload would not close down cycle. To correct this condition, a new handle and adapter were opened. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle, one reload, and one adapter, all opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle, adapter, or reload. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 2 autoclave cycles for the handle. The eeprom was uploaded and indicated 31 autoclave cycles for the adapter. No functional abnormalities were noted for the handle, adapter, or reload. The returned products were found to meet quality release specifications after application in a clinical setting. The file will be closed as tested satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.